Event description:
This was an unsuccessful PICC line placement due to an occlusion of the subclavian and axillary veins. The PICC line was removed over the guide wire. The PICC line was then cut to a 30cm length. A 5-french peel-away sheath was inserted and the PICC line was placed through the peel-away sheath in the axilla area for peripheral IV access. Upon removal of the peel-away sheath, approx 3cm of the sheath was noted to be torn off and remains in the pt above the right elbow.